Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing lead impedance (pli) values with increases up to 2500 ohms. Technical services (ts) analyzed the device episode data of this patient's implantable cardioverter defibrillator (ICD) and found that there was oversensing of noise on the ra channel resulting in several atrial tachy response (atr) stored episodes. It was noted that in clinic testing was performed including isometrics and commanded impedance test which produced results in normal range and could not reproduce any noise. Ts recommended a chest x-ray and possible lead replacement. Physician will continue to monitor this patient. No adverse patient effects were reported. Currently, this ICD system remains in service.